Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the patient came into the emergency department (ed) with the extension line sliced from the side clamp. He said when he slid the slide clamp to close the line the side clamp sliced the extension line of the PICC. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the patient came into the ed with the extension line sliced from the side clamp. He said when he slid the slide clamp to close the line the side clamp sliced the extension line of the PICC. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.